Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg has reached end of service. Reportedly, the patient has experienced a loss in therapy. Also, the patient has a thoracic system that continues to provide effective therapy for the pain targeted by the thoracic system. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019.